Event description:
It was reported that the insertion part of the subject device was broken. The issue was identified during preparation and prior to sedation for a diagnostic procedure, which was completed using a similar device. There were no reports of patient harm. .

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, there was continuous buckling of the insertion part, and it likely caused interference between the insertion sheath and the flexible shaft, which led to the breakage of the insertion part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the insertion part of the subject device was broken. The issue was identified during preparation and prior to sedation for a diagnostic procedure, which was completed using a similar device. There were no reports of patient harm.